Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice for low blood glucose. Troubleshooting was performed at the time of call. The programming on the insulin pump was correct. Nothing further reported.